Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a sequential compression pump. The customer reports that the pt experienced bruising on both of her legs while using the scd express thigh length sleeve.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.